Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. Additionally, the customer was unsure how much insulin had been delivered but estimated about 10.2 units of insulin had been delivered. Customer's blood glucose level was 115 mg/dl.